Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity and post spinal cord injury. At an interrogation of the pump a motor stall was noted. The patient recently had a MRI. The day after the MRI the patient showed up to the hcp office with withdrawal symptoms. The hcp reported that the pump had been stopped for 75 hours. The reason for the MRI was unknown. No further complications were anticipated/reported.